Event description:
A pt had a loss of therapeutic effect following 2 falls. The pt had broken her hip regarding the first fall, and then had broken her tail bone with regards to the second fall. The pt had a hip replacement surgery. When the pt turned up her stimulation, it had caused her pain near her tailbone. The pt's outcome was not reported. Add'l info has ben requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).